Event description:
This is report 1 of 2 for file (B)(4).

Event description:
According to the reporter, during an anterior cervical discectomy with fusion (acdf) procedure at levels c5-c7, one of the flanges on a cslp screw broke. The surgeon had to remove the screws that were already seated in place, and then manipulate the plate over the broken screw to remove it. Once the plate was removed, the surgeon tried to use the conical extraction screw to remove the broken part of the screw. The tip of the conical extraction screw broke, so the surgeon had to use needle-nosed pliers to remove the broken screw. All fragments were retrieved. The surgeon replaced 4 screws and 1 plate and completed the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. According to the manufacturing evaluation observations, the part was broken at the neck just below the head. Only the head of the screw was returned for evaluation. No threads remain on the returned part. Since all the features relevant to this complaint could not be checked and a review of the DHR could not be completed, therefore this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development event evaluation was performed. The screw could not be well evaluated for contributing factors. At the time of removal, the needle-nosed pliers most likely damaged the plate and screw. The markings on the medial side of the screw holes were most likely caused by the pliers gripping the plate. The initial breakage of the flange could be contributed to several things. This complaint will be considered indeterminate from a design standpoint, as it cannot be concluded what caused the event. A manufacturing evaluation was performed. As received, all four flanges were broken off. The broken fragment were sent back, but were badly damaged. The upper thread flanks of the screw were completely flattened and the tip of the conical extraction screw was stuck in the inner thread of the screw. The complete expansion head screw was badly damaged and therefore the relevant dimensions could not be checked. The anodization layer was worn away at all damages, which indicates that they were caused post-manufacturing. It cannot be defined what was caused during the insertion and what was caused during the extraction. The fracture faces were homogenous, which indicates material conformity. This complaint is indeterminate from a manufacturing standpoint. Manufacturing site address is unknown. Original awareness date is (B)(4) 2012. Product development event evaluation was completed on (B)(4) 2012. Manufacturing evaluation was completed on (B)(4) 2012. Placeholder.